Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and pumps was exposed to water. Customer's blood glucose value was 223 mg/dl. Customer stated past exposure of the insulin pump to fluid and there was no visible water or fluid in the pump. Customer stated that keypad was unresponsive. Customer stated that after an hour insulin pump started beeping crazy and went black, unable to turn it back on since then. The device will return for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.